Event description:
It was reported that a perfusionist attempted to rewarm a pt who was connected to a hcu30 device. After there was no warming response, the device was exchanged for a backup hcu30 unit. No reported pt effect. (B)(4). Ref MFR # 8010762-2014-00135.